Event description:
The facility reported "after the dialysis treatment when the patient woke up, patient realized that the bed was wet. Pt went to hospital and reported this to the doctor who decided to change set just in case it was defective." This is noted after use with no patient injury or medical intervention reported by the complaint coordinator.